Event description:
It was reported that a 13.2mm vicm5_13.2 implantable collamer lens of -6.00 diopter stuck in cartridge will be returned, no other information was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).